Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: tired. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note 1: manufacturer contacted customer in a follow-up call on 10-jul-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she was feeling better from the headache and dizziness, but stated she felt a little tired. Customer is having burning and tingling in her feet, but stated this is not new, it happened about a month ago. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved- unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). The customer reported symptoms of dizziness and headache. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 227 mg/dl using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 10/30/2025 and open vial date is 07/08/2024.